Event description:
Information was received from a trial patient and manufacturer representative (rep) regarding a patient who was using an external neurostimulator (ens) for urge incontinence/urgency frequency. It was reported that trial patient changed from the left side to the right side. They hit max setting and was not feeling the stimulation. On the call, they retried and was able to get to 1.9 on the right side before max setting had been reached. Patient then switched back to the left side and the stimulation reached a max setting at 1.9. More information received from the manufacturer representative (rep) reporting that trial patient was at 3.1 ma yesterday and today, when they attempted to increase amplitude, they were only able to increase to around 1.7 ma on both sides and then received "maximum settings reached message". Rep stated trial had been successful for the first days and patient felt like everything was still in place. Rep stated patient hasn't noticed any uncomfortable stim. During call, it was reviewed potential change in impedance within the system or something coming loose/dislodged. It was recommended to rep to meet with the patient to ensure everything is connected appropriately but beyond that the only real troubleshooting would be to replace components. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the max settings was the patient reported lead coming out some after her cord caught on her arm during the night. They were able to change stimulation to the other side successfully and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 306001; lot#: unknown; product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.